Event description:
It was reported that during pre-surgery testing, it was observed that the reuse patient set fms vue ii pump could not pump the water through the valve which connects the day set tubing with the patient set inflow tubing. During in-house engineering evaluation it observed that the intermediary tube set showed signs of having been cut. It was reported that an identical patient inflow tubing was used and it worked well. It was reported that the problem was out of the box, water never ran through the valve. There were no reports of injuries, medical intervention, or prolonged hospitalization. No additional information could be provided. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed that it was received without its original package. The intermediary tube set showed signs of having been cut and the complete device was not returned for evaluation. No other anomalies were noted. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was not confirmed as the observed condition of the reuse patient set fms 24pk would have not contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to product interaction during the set up and preparation of the pump when installing the tubbing set. As per the instructions for use (IFU) 1) to avoid damage to the tubing make sure that tubing is centered on the groove of the pump. 2) when installing tubing, make sure tubing is not kinked or collapsed. 3) when positioning the fill chamber in the bracket, make sure that the fill chamber symbol is facing toward the user and tubing is not twisted. 4) improper positioning could cause the tube to twist and obstruct the flow of fluid. Properly handling and attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.